Manufacturer narrative:
Investigation: four (4) samples were received from the customer for investigation. Three (3) of the returned samples were in unopened blister packs and the fourth (4th) sample was a used sample. The three (3) unopened samples were leak tested by a quality control representative. None of the samples leaked when tested. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. CAPA# (B)(4) was initiated.

Event description:
It was reported that an unspecified number of syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced stopper separation from the plunger and leakage. The following information was provided by the initial reporter: material no: 309653 batch no.: 9029582 and "360860". Seal keeps breaking. Losing drug.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9029582, medical device expiration date: 2024-01-31, device manufacture date: 2019-01-29. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced stopper separation from the plunger and leakage. The following information was provided by the initial reporter: material no: 309653, batch no.: 9029582 and "360860." Seal keeps breaking. Losing drug.